Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a small volume folfusor failed to infuse correctly. The folfusor was filled with fluorouracil 3950 mg in 115ml sodium chloride 0.9%. The treatment time was expected to be 46 hours. When the patient returned to have the pump removed, it was still full. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: august 10, 2017 - august 11, 2017. The device was returned containing approximately 112 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.